Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead at low outputs. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A. D314trg implantable cardioverter defibrillator, (B)(6) 2012. A 5076 implantable pacing lead, (B)(6) 2012. (B)(4).